Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject p10 scaler tip [lot no. 225]. There were no problems observed during manufacturing or testing noted in the DHR. There were no repair history records since the device is a consumable. B) nakanishi conducted a visual inspection of the returned device. Nakanishi observed breakage around the water irrigation hole on the tip. Nakanishi also observed brittle fracture appearance on most of the broken surface of the tip and ductile fracture on a part of the tip. C) nakanishi took photographs of the tip and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi identified from the findings in the visual inspection that the cause of the breakage of the returned scaler tip was stress on the device. Nakanishi considers the possibility from similar event that nakanishi has experienced in the past that the combined influences by a heavy load and a strong impact such as dropping on the device could result in the reported scaler tip breakage. B) misuse by the user led to the above issue, which contributed to the reported event. C) in order to prevent a recurrence of the breakage of the device, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi will report the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using the device as instructed in the operation manual.

Event description:
On may 14, 2025, nakanishi received an email from a distributor (B)(4) about a patient's accidental ingestion of an nsk scaler tip. The details are as follows: - the event occurred on (B)(6) 2025. - the dentist was performing a prophylaxis cleaning on a patient using the p10 scaler tip (lot no. Unknown) with an ultrasonic built into chair (a-dec), acteon (satelec brand) speed 5 (mid speed setting). - during the procedure, the scaler tip fractured at the shank, and the patient swallowed the tip. - the patient went to the hospital emergency room at 8pm on (B)(6) 2025 and was discharged at 10pm. - x-rays confirmed the tip traveled to the stomach. The tip was passed via bowel movement on (B)(6) 2025. - no further follow up was reported.

Manufacturer narrative:
Nakanishi is still trying to obtain information about the event, including information about the device.